Manufacturer narrative:
Per the tandem user guide: ¿do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; although specific value was not provided. Bg level was addressed with a correction bolus and manual injection. Reportedly, the cartridge had been reused. Tandem technical support educated the customer on insulin labeling.